Event description:
Endoscopy capsule was connected to recorder, images were transmitted. The pt swallowed the capsule. While the capsule was in the mouth, through esophagus images continued, once the capsule entered the stomach images ceased to transmit. Given imaging was contacted, troubleshooting was attempted without success. Given imaging determined that the capsule was defective or malfunctioned. Capsule was passed through normal bowel movement. No repeat studies performed. Dates of use: (B)(6) 2018. Diagnosis or reason for use: lower gi bleeding. The product was not compounded; the product was not over-the-counter.